Event description:
Reporter indicated that device was not yet programmed to on, but patient has been experiencing an upset stomach and muscle spasm to the neck, shoulder and chest. The patient's voice will also reduce to a low whisper at times. Although the patient cannot perceive the stimulation and is not experiencing any pain, the pt believes the device is on and causing the pt's to have the above-mentioned symptoms.